Event description:
Boston scientific crm received information that less than one month post implant, the right atrial (ra) lead dislodged. During the lead revision procedure, the physician attempted to reposition the lead several times with no success. A new ra lead was successfully implanted. No adverse patient effects were reported.